Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 and (B)(6) 2012 due to sui. It was reported, that following insertion of the mesh that was implanted on (B)(6) 2012, the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent partial mesh removal on (B)(6) 2011 due to erosion of mesh. It was reported that patient underwent mesh excision with 22 modifier for scar tissue from her previous mesh excision, and kelly placation and cystoscopy on (B)(6) 2012 due to erosion of mesh. No additional information was provided.